Event description:
The customer reported that there was an issue with the touchscreen and requested part number for touchscreen and cable. The customer requested to be scheduled for front bezel replacement. The customer reported that the unit was not in use on a patient. The customer contacted product support and was provided with the part number for the touchscreen and switch pcba cable. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The replaced touchscreen was returned for internal failure investigation. The touchscreen assembly was visually inspected, and the deep scratches were verified. Touchscreens with cracked or shattered glass cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen nonfunctional. No further testing is required. Physical damage resulted in deep scratches on the screen and contamination between mylar and glass.

Manufacturer narrative:
H10: the biomed reported that the issue was discovered during setup or patient use. No patient involvement and no patient harm reported. The biomed reported that the touchscreen would not respond. The biomed replaced the touchscreen to address the issue. The part was discarded, therefore no part returning for failure investigation.